Manufacturer narrative:
Visual inspection was performed on the returned device. The reported kink and separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. The hypotube fracture faces were in an oval shape which can indicate the hypotube was kinked and then separated. In this case, it is likely that the bdc was inadvertently mishandled during removal from the packaging such that the shaft became kinked and upon further manipulation it ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was noted that when removing the 2.00x20mm mini trek balloon dilatation catheter (bdc) from the dispenser hoop, the shaft was bent and separated. A new mini trek bdc was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.